Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple occurrence of hardware low level failures alarm. The customer's blood glucose level was 14 mmol/l. The customer was able to clear the alarm. The insulin pump did not pass self test. The insulin pump passed displacement test. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.